Manufacturer narrative:
(B)(4). Additional information will be provided following the visit at the facility by sales and service technician and conclusion of the investigation. Importer ref# 1419652-2014-00344.

Event description:
It has been claimed that the mechanical CPR is not working. No injuries sustained.